Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h6 (added additional code 2017 to annex a). The oad was received for analysis and a driveshaft fatigue fracture was located at the distal side of the crown. Based on analysis findings, it is hypothesized the driveshaft underwent excessive flexing near the crown due to spinning in excessive tortuosity or resistance that pushed the driveshaft into a tight bend shape, although the root cause could not be conclusively determined. It should be noted, the diamondback 360 coronary orbital atherectomy device (oad) instructions for use (IFU) warns about performing treatment in excessively tortuous or angulated vessels or bifurcations may result in vessel damage or device failure requiring retrieval. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID: (B)(4).

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the device analysis is complete. Csi ID: (B)(4).

Event description:
The diamondback 360 coronary orbital atherectomy device (oad) was used for treatment in a chronic total occlusion (cto), heavily calcified with mild tortuosity right coronary artery (rca). The oad was spun for a total of 7 times on low speed and high speed. Treatment was performed proximal to distal in the rca and then the oad driveshaft fractured. The viperwire advance guide wire was pulled back, and the fractured component was successfully removed with the viperwire. No components were left in vivo. No further atherectomy treatment was necessary, the procedure was completed. The patient was stable.